Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their previous ins had to be replaced because patient had a fall, it broke and wasn't working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.